Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during postdilatation of a non-abbott stent in the tortuous and calcified proximal right coronary artery using a voyager nc balloon, the balloon ruptured during the second inflation at 17 atmospheres. The voyager nc was completely removed from the patient. There were no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, an interaction with the stent implant and/or the tortuous and calcified lesion may have damaged and weakened the balloon material, such that the balloon ruptured upon a second inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report.